Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that the paramedics were called on (B)(6) 2016. Patient reported that he called the paramedics in hopes that they would have a replacement sensor for him. Patient was wearing his dexcom continuous glucose monitor (cgm) at the time, but reported that his sensor session had failed 2 days prior, and that he was waiting for replacement sensors. Patient reported that his blood glucose (bg) was 291mg/dl at the time of the reported event. Patient further mentioned that his glucometer was not working at the time. Paramedics arrived and left when patient was stabilized. Patient did not go to the hospital and patient did not call his physician. At the time of contact, patient was slow to respond and agitated. No additional event or patient information is available. The complaint states that the patient experienced high blood glucose, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of high blood glucose.